Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. Reportedly, the device had resistance when removing the device and used excess force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is not known if the IFU violation contributed to the reported difficulties with the device. The cause of the reported difficulties is undetermined. The subsequent treatment appears to be related to procedure circumstance. In this case, it is possible the foot of the second device caught tissue on the suture or the first device. The break likely was not the foot but the guide, which would prevent the foot from closing and induce the entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- improper or incorrect procedure or method- against resistance was added to capture removal attempt of the device against resistance. H6: medical device problem code 2017- improper or incorrect procedure or method- excessive force was added to capture use of excessive force when attempting to retrieve the device.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first prostyle device was successfully placed. Reportedly, the lever of the second prostyle device was unable to be returned to its original position as the foot was stuck and broke. Excessive force was applied when attempting to retrieve the prostyle device against resistance and the foot broke. The foot broke but remained attached to the device. A surgical cutdown was performed to remove the prostyle device. The sheath was upsized to a 18f sheath and the aaa procedure was completed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. No additional information was provided.